Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found no anomaly. The catheter was discarded by the healthcare provider and not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving prialt (ziconitide, snx-111) 4.449mcg/day/ 60.0 mcg/ml dilaudid (hydromorphone) 0.6371 mg/day/ 8.6 mg/ml via implantable pump. The company representative (rep) reported positive pressure from the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. They attempted to place a refill needle and syringe in the refill port. It was reviewed that the drug started to fill up the syringe, attempted to place a refill needle and syringe in the refill port. It was decided to replace the implanted 20cc pump with a new pump. The procedure was done in the operation room. The pump was thought to be misfunctioning, so a new pump was implanted. They tried to aspirate the catheter, but it was unsuccessful, so a new 8780 catheter was placed after completely explanting the previous catheter. The new pump and catheter were then implanted. It was noted drips came out of the 8780 catheters before attaching the pump. It was reported that everything appeared to be in working order, incisions were closed, and surgery was concluded. The patient medical history and weight were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6). Implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 09-sep-2010, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.